Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. The patient¿s spouse reported the cgm had not alerted for urgent low. The patient lost consciousness and was 'shaking' while laying on the ground. The patient¿s spouse called emergency medical services (ems) who performed a bg upon arrival and the patient¿s bg was 1.1 mmol/l. The patient¿s cgm displayed urgent low but was not alerting. The patient regained consciousness and was able to ingest biscuits to increase his blood glucose. No ems treatment details were provided. The sensor had been inserted into the abdomen at the time of the event. At the time of the report, the patient was feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.